Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 05-mar-2020. The most recent information was received on 19-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal pain') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), musculoskeletal pain ("muscle and joint pain"), rash ("rashes on torso"), vertigo ("sensation of vertigo") and asthenia ("asthenia"). The patient was treated with surgery (bilateral laparoscopic salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the abdominal pain, musculoskeletal pain, rash, vertigo and asthenia had resolved. The reporter considered abdominal pain, asthenia, musculoskeletal pain, rash and vertigo to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 05-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal pain') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), musculoskeletal pain ("muscle and joint pain"), rash ("rashes on torso"), vertigo ("sensation of vertigo") and asthenia ("asthenia"). The patient was treated with surgery (bilateral laparoscopic salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the abdominal pain, musculoskeletal pain, rash, vertigo and asthenia had resolved. The reporter considered abdominal pain, asthenia, musculoskeletal pain, rash and vertigo to be related to essure (ess205). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.